Event description:
Notification received form baxter reports that device stopped infusing 5fu. Reported that "device was not deflating, PICC line flushing without problems-caused inconvenience to pt". Report indicates that device contained 5fu; total fill volume and diluent used was not provided by reporter. No pt injury reported.